Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile, unable to upload/download. The customer reported no adverse event. The event involved product(s) mmt-6101. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4) version e. From app log analysis, the reason for connectivity problems is the unfinished bonding procedure. We can see bonding appears to have failed due to 30 seconds timeout which appears to be caused by the user not confirming the pairing on the system dialog which appears twice. On some android devices 2 confirmation notifications will be present on the device screen for about 5 seconds and after that period system will hide notification. But it can still be found in the notifications shade by swiping down from the to of the screen. User has 30 seconds in total to confirm 2 notification prompts. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: ensure both pairing prompts are accepted; resetting network settings; clearing data of the bluetooth app. Helpline detailed that the above steps did not help to resolve the issue. A recommendation was made for a pump replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.